Event description:
Clinic notes indicated that a patient's parents believed that their daughter's vns had been in and out for 10 years. The physician noted that the patient's device was interrogated during the visit and was observed to be nonfunctioning. Clinic notes from a visit one month later indicated that the patient experienced daily seizures for one month after being seizure-free for several years prior to the visit. Additionally, the patient had been waking up later than typical during the summer. The patient's parents believed that there may have been a problem with the patient's vns battery, especially since the patient had been implanted for 10 years and the parents believed that the battery would last for an estimated 7 years. The patient was referred for surgery. Follow-up with the physician's office indicated that the physician was unable to communicate with the patient's device, leading him to believe the device was no longer functioning properly. However, a battery life calculation performed with the patient's low settings, which were initially programmed in 4 years after implant, estimated that the patient had an additional 10 years of battery life remaining. The device was last confirmed to be functioning properly during a clinic visit 7 months prior. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement surgery due to reported battery depletion. The explanted generator was discarded by the explanting facility and is unavailable for analysis. No additional relevant information has been received to date.